Event description:
Per spontaneous call from pt's mother, one of pt's pumps had the programming wiped because she was not keeping batteries in them at all times. She does not know the serial number. They are driving out of town currently. She will return that pump to us and we will replace the pump without programming. No harm to pt. Was not attached to pt. Pt using backup pump with no issues. No further info available. Reported to (B)(6) by pt/caregiver.